Manufacturer narrative:
(B)(4). The device was not returned for analysis and our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported coronary dissection was procedure related.

Event description:
A coronary dissection occurred during a biventricular ICD implantation procedure. The coronary sinus was attempted to be cannulated using a supreme catheter and a cps direct slii and was not successful and led to the dissection. The patient did not exhibit any symptoms related to the coronary dissection and was in stable condition prior, during and after the procedure. No medical intervention was done to treat the dissection. The ICD was implanted with no lv lead. There were no performance issues any sjm device reported.